Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of diarrhea and peritonitis in an patient coincident with dianeal 1.5% ultrabag therapy. On an unreported date, the patient had complaints of diarrhea. On (B)(6) 2012, the patient experienced peritonitis due to diarrhea. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection fortum (250mg, ip. Frequency not reported) and injection reflin (250mg, ip, once daily) for peritonitis. At the time of this report, the patient remained hospitalized. The event of peritonitis was unrelated to baxter products.